Event description:
The hospital maintenance person reported that the bed exit alarm would not function on this bed. He found that the position sensor tape switches were defective. He replaced the tape switches and bed functioned as designed. He stated that there were no reported adverse events associated with this bed malfunction.